Event description:
It was reported by a customer in the USA that, during pt use, the 840 ventilator malfunctioned. The pt was removed from the unit, and placed on another ventilator. There was no reported pt injury.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and could not duplicate the reported malfunction. No parts were replaced. The unit passed all tests and calibrations, and it was observed to be operating within mfg specifications. (B)(4).